Event description:
64 yr male pt on ventilator in ICU. Pt began spontaneous respirations. Ventilator would not initiate spontaneous breaths pt heart rate increased from 70 to 150's with a trial fib. Ventilator immediatly, turned off; pt bagged at 100% o2. Another ventilator placed on pt. Md in to see pt. Pt agitated, given sedation and converted to sinus rhytm.